Event description:
It was reported that during equipment testing, the hose portion of the pneumatic drill leaked an unreported substance. There was no patient involvement associated with this event. No user injury was reported, and no other adverse consequences were alleged.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however a tear in the pneumatic exhaust hose was discovered. It is unknown how the hose was damage, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.